Manufacturer narrative:
Vyaire medical was able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ltv stand, a known good ac adapter, and a known good patient circuit connected. When the service technician applied pressure to lower portion of the ventilator, it reset. Bench testing revealed incorrect screws were installed on the soft sides which were creating contact with the main board when pressure is applied to the weldment.

Event description:
It was reported to vyaire medical that when the unit is on a stand and someone pushes it or if you push on the back panel, the unit resets. The unit never stops ventilating, but it gives a reset message on the display. The unit was on a patient, but there was no patient harm. This reported issue occurred on multiple power sources including the internal battery.